Event description:
The hosp claims that following a 22-hour surgery to repair the descending aorta in a pt with chronic lung cancer, the pt expired post-operatively due to an aortic disease problem. The hosp stated that the death was not graft-related. Note: the incident (death date) date is not attainable and has been approximated based upon the report date for FDA reporting purposes only. Note: additional info received in 2004 stated that the batch number is 3947130 and the date of the procedure was 2004.